Manufacturer narrative:
Results, conclusion: dissection. (B)(4).

Event description:
Four in.pact admiral paclitaxel-eluting pta balloon catheters were used during a pta procedure to treat an occluded lesion in the right sfa (r-1). During the procedure a perforation/ dissection occurred. The event was related to the treated lesion. Stenting was performed as treatment. Outcome is resolved.

Manufacturer narrative:
It has been confirmed that the four in pact admiral devices contributed to the previously reported perforation/ dissection.

Manufacturer narrative:
The patient was also treated with medication to treat the dissection/ perforation. The investigator has assessed that the event is not related to the study device, procedure or drug.